Event description:
The customer reported that the patient's platelet count dropped to 95 after a series of therapeutic plasma exchange procedures. The patient had treatment on (B)(6) 2012, but platelet count was not checked until just before 3rd treatment on (B)(6) 2012. The physician was notified of the platelet drop. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation: no further issues have been reported related to this optia. A routine preventive maintenance was performed approximately two weeks after this event with no problems noted. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: the run data log was analyzed for this event the analysis of the run data log did not identify any specific problems related to the procedure to explain the drop in patient platelet count. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause of the reported problem could not be identified. The device is operational and no further issues have been reported. Corrective/preventive action: software changes were initiated to reduce the occurrence of platelet losses during tpe procedures. This machine had been upgraded with the associated software upgrade.